Event description:
On (B)(6) 2013, the surgeon used hansson pin for the patient. The surgeon used t-handle in order to push out the hook. Although the hook was pushed out, the thread of t-handle deformed. Afterwards, the surgeon purchased t-handle. On (B)(6) 2013, the surgeon used brand new t-handle. However, t-handle was not able to be assembled with inner introducer. Therefore the surgeon used t-handle broken on (B)(6) 2013 and the surgery was completed.

Manufacturer narrative:
The introducer handle is a concomitant device and did not lead to the reported failure.

Event description:
On (B)(6) 2013, the surgeon used hansson pin for the patient. The surgeon used t-handle in order to push out the hook. Although the hook was pushed out, the thread of t-handle deformed. Afterwards, the surgeon purchased t-handle. On (B)(6) 2013, the surgeon used brand new t-handle. However, t-handle was not able to be assembled with inner introducer. Therefore the surgeon used t-handle broken on (B)(6) 2013 and the surgery was completed.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.